Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump would not power on. Allegedly, the pump remained powered off with attempted battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/24/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/13/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated a pump reboot associated with an alarm with code 128-fb88. No evidence of moisture contamination or damage was found in the battery compartment. The battery cap fully secured to the pump, and a power loss was not duplicated. The pump was exercised for 24 hours with no loss of power or related warnings. The pump case was removed and no evidence of moisture ingress was found. No evidence of intermittent contact was found on the battery terminal contacts or the u12 component.